Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had the light is dying on it, it is weak, the lamp light keeps blinking. The event occurred during cystoscopy diagnostic procedure. The procedure completed with the same device. There were no reports of patient harm.